Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the single dose mini drawer opened all the way upon dispense. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the single dose mini drawer opened all the way upon dispense. A field service engineer replaced the mini engine and tested the drawer using the hardware test application. The drawer stayed open after opening it once in the test application. The fse disconnected all the sub pockets and tested the failing pocket by itself, but it was still failing. The fse replaced the drawer controller, tested the drawer, and all the sub drawers were working properly, configured the drawer in the station application. The system functioned as intended after the field service engineer repaired the device.